Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 6 of 12 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of one patient sample. The following information was provided by the initial reporter: "patient ID: f160102 we have had three samples within a day of each other, from nd gum where the samples have been grossly lysed, serum gel not separating properly after centrifugation. We actually have had several more over the last month. 5ml gold bd ssts batch number is 2189022 exp 01/2024."

Manufacturer narrative:
The following fields have been updated with corrected information as the batch number is (B)(4). B.5. Describe event or problem report 6 of 12 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of one patient sample. The following information was provided by the initial reporter: "patient ID: (B)(6). We have had three samples within a day of each other, from nd gum where the samples have been grossly lysed, serum gel not separating properly after centrifugation. We actually have had several more over the last month. 5ml gold bd ssts batch number is (B)(4) exp 02/24." H.6. Investigation summary: material #: (B)(4) lot/batch #: (B)(4) bd received three (3) photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, additive abnormality and gel defect were not observed that could lead to the indicated failure mode for hemolysis and poor barrier separation. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis and poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis and poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
Report 6 of 12 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of one patient sample. The following information was provided by the initial reporter: "patient ID: (B)(6). We have had three samples within a day of each other, from nd gum where the samples have been grossly lysed, serum gel not separating properly after centrifugation. We actually have had several more over the last month. 5ml gold bd ssts batch number is (B)(4) exp 02/24."